Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy and the ipg lost communication with all external devices. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.